Event description:
It was reported to philips that the system's suite computer was unable to boot, stalling at the screen message "x-ray system is not started". The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed that the system was unable to boot up. The rse observed that the suite pc displayed a message "x-ray system is starting "on the screen, but the startup did not progress. A system reboot was performed; however, the error persisted. A philips field service engineer (fse) inspected the system on-site and re-installed the suite pc software to resolve the issue. After reinstallation, the system was returned to use in good working order and ready for clinical use. The reported issue is related to fsca 2025-igt-bst-012. The correction is planned to be implemented on the system. The codes were updated based on the investigation outcome.